Event description:
It was reported the implantable neurostimulator (ins) was depleted. The patient stated the ins rand down too quickly and the issue began on (B)(6) 2014. The patient was going to have surgery related to this issue. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v129475, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type: lead. (B)(4).